Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in india. On (B)(6) 2024, it was reported by the patient that infusion set tape was not sticking within one days of use. No further information was available.